Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 inaccurate high readings on his one touch verio meter compared to a one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following was classified based on the initial call placed on (B)(6) 2011. The patient had obtained the meter in (B)(6) 2011 and since then has obtained alleged high readings. On (B)(6) 2011, prior to testing, he developed symptoms, which consisted of feeling thirsty, shaking urinating, and sweaty. The patient self-treated with an increase dosage of insulin from 12 units of novorapid insulin to 14 units of insulin. It is unknown how soon after treatment he felt better. The patient did not seek any further medical attention or contact his physician for assistance. He tested his blood glucose later and obtained a result of 6.4 mmol/ l (115 mg/dl) and 14.4 mmol/l (259 mg/dl) on the verio meter and less than 30 minutes later tested on an ultra 2 meter and obtained a 3.2 mmol/l (57 mg/dl) and a 9.2 mmol/l (165 mg/dl). No further clinical information was provided. It would have been helpful to know readings prior to the symptoms and whether the patient increased the insulin on their own or based on their diabetes regimen. The product was replaced. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient developed symptoms prior to the alleged high readings . The complaint is being reported since the readings provided are greater than 30% and meets the criteria for reporting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the test strips have passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.